Event description:
It was reported by service report that the foam pad on stirrup was ripped and calf support was not locking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Left and right calf support assembly.